Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. According to operative notes for the initial surgery on (B)(6) 2008; the femur was prepared with a cookie-cutter guide, charnley awl and a series of broaches, ultimately the stem was placed in approximately 15 degrees of anteversion with a neck cut approximately 15 mm above the lesser trochanter. The hip was reduced with no change in range of motion, alignment or stability. The leg lengths were approximately equal, comparing with the opposite limb before and after surgery. Medical notes were not provided for the reported closed reduction. According to operative notes on (B)(6) 2016; there was some femoral bone loss around the posterior aspect of the femur and was bone grafted with approximately 20 ml of cancellous allograft. Excellent stability of the hip was noted. Extreme extension and external rotation was also stable, suggesting both excellent anterior and posterior stability. Even in extreme extension and external rotation, the surgeon could not force the hip out anteriorly. The surgeon tried flexion and extension, as well applying anterior force, and the hip would not dislocate, again suggesting anterior stability was excellent. Limb lengths are approximately equal, a few millimeters longer than before operation but the surgeon felt this was necessary to help mitigate the risk of dislocation. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is needed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant product: 00875706602 63284207 shell with multi holes porous 66 mm o.d. Size pp for use with pp liners, 00875801736 63230396 constrained liner with constraining ring 36 mm i.d. Size pp for use with 66 mm o.d. Size pp shell. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent closed reduction process to treat dislocation. During that process, greater trochanteric fracture occurred. Attempts have been made and additional information on the reported event is unavailable at this time.